Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix appeared stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous, indicating a fractured inner coil. A laboratory technician tested the helix mechanism and found it was nonfunctional due to being deformed. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant. During the procedure, with the lead helix retracted, the lead hooked on the chordae tendineae and the end became deformed. It was subsequently not possible to extend or retract the helix. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was returned for analysis.